Event description:
It was reported that this device exhibited code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) was contacted and confirmed the battery was depleting prematurely. It was recommended that the device should be replaced within 90 days. Recently, ts was re-contacted and confirmed that the device battery still had 90 days of longevity remaining. At this time, the device remains implanted and in-service. The patient was stable with no adverse effects reported.

Event description:
It was reported that this device exhibited code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services was contacted and confirmed the battery was depleting prematurely. It was recommended that the device should be replaced within 90 days. The device was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. The device is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that this device exhibited code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services was contacted and confirmed the battery was depleting prematurely. It was recommended that the device should be replaced within 90 days. At this time, the device remains implanted and in-service. The physician is continuing remote monitoring until the replacement window ends. The patient was stable with no adverse effects reported.